Event description:
Pump issue on sn (B)(4). Pt states that when changing mix last night there was a beep and on the screen it stated "service due - 59." Informed pt that we will be replacing pump. No other info is known. Dose or amount: 40 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.